Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after experiencing a vibratory alert for premature battery depletion. No therapies had been delivered since implant, and pacing outputs are programmed in the normal range. Patient was asymptomatic and stable. Scheduling the patient for device replacement was discussed. The patient decides to return to his home town and physician to have the generator replacement. No further information provided.